Event description:
Customer reported via phone, the buttons on the insulin pump were not responding correctly. Customer's blood glucose was 130 mg/dl. Customer stated he was at a birthday party and the device might have gotten wet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined the insulin pump and stated he would have to go to the hospital because he didn't have a backup treatment. Customer declined to troubleshoot for moisture and button error. Customer called back and stated he did want to replace the insulin pump. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.